Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged nose irritation, liver disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging nose irritation, liver disease/toxicity. Medical intervention was not specified by the patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint "particles verified in airpath" was confirmed. No repair was performed. The unit will be scrapped.